Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 405901, comp rvs shoehorn, lot # 236600. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during shoulder procedure the metal impactor broke while the surgeon was assembling the implant on the back table. The shoehorn was then used to protect the implant while malleting and was also broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the tip of the impactor was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.